Event description:
It was reported that the patient's ventricular tachycardia (vt) accelerated to ventricular fibrillation (vf) following two applications of anti-tachycardia pacing (atp). The vf was intermittently undersensed by the device. A 31 joule shock was delivered by the device which successfully converted the vf. Technical services recommended programming changes and the device remains in service. No additional adverse patient effects were reported.